Event description:
The event reported by a customer from USA: "ac power cord breaking apart". Additional info received on 05/11/2015: no pt was involved or harmed as a result of this complaint. Nurse tried to remove plug from wall and was shocked when the case came apart. No splitter was used. The power supply was not twisted. It was not hard to connect/disconnect it from the pump. It was not dropped or left on the floor.

Manufacturer narrative:
(B)(4).